Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through regulatory agency, reported of the right side device: "modification of device color, capsular contracture (baker grade I), and intracapsular rupture". The device was explanted.